Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed. Concomitant medical device(s): 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-02-38, rs expanded glenosphere 38mm, +4mm offset; 320-15-07, sup/post aug plate, l rs glenoid baseplate.

Event description:
As reported, approximately 2 months postop the initial implant, this patient was twisting and felt a pop in the l shoulder which dislocated. The ltsa was revised during a same day surgery visit. The issue was noted as resolved. The device will not return due to clinical study policy. This information was reported by a clinical study database. All available information is reported.

Event description:
Approximately 4 month(s) and 12 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced a dislocation. The patient was doing band twist exercise (shoulder stationary) core type exercise. The patient underwent standard reverse revision and it was noted some wear at inferior liner and changed from constrained to standard. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-42-10 - equinoxe reverse 42mm humeral const liner +0: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may be the result of the dislocation as reported. Wear on the inferior liner was also noted during the revision surgery. However, the sequence of events and contributing factors cannot be determined from the provided information. The cause of the dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.